Manufacturer narrative:
Concomitant medical devices: product ID: 3889-28, lot# va0bab8, implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4) , product type: programmer, patient. Product ID: 3889-28, lot# va0xwvb, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that health care provider checked that impedances on battery and noted that patient's impedance was over 4000 and had loss of efficacy. It was noted that the lead was explanted and a new lead replaced. The issue was resolved at the time of this call. Patient's indicator was gastrointestinal/ pelvic floor. A follow-up report will be sent if additional information becomes available.